Event description:
It was reported that ¿white precipitate¿ was observed in the filter of a prismaflex st150 set during use for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a white precipitate inside the set filter blood header area and deaeration chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin of the precipitate could not be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.